Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a moderately calcified vessel. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon third inflation at 10atm within 20 seconds. The device was removed using normal method without issue and the procedure was completed with another of same device. No complications reported and patient was in good condition post procedure.